Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
Primary surgery using t2 femoral nail was performed on (B)(6) 2010. The revision surgery to t2 reconstruction nail was performed on (B)(6) 2016 due to nonunion.